Event description:
Zilver biliary stent was implanted in the cephalic vein at the junction of the subclavian vein in 2004. Pt was re-examined within x-ray taken about six months later noting a fracture of the stent. Another manufacturer's stent was deployed with the zilver device, to further support the vein. No injury to the pt occurred as a result of the incident.